Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the subject eno dr sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: manufacturing date: 08-feb-2024 use before date: 08-fev-2026 sterilization lot number: s0659 - 3742 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the device will be explanted on (B)(6) 2025 due to infection at the pocket site.